Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: unknown event description: at the end of the procedure, the trocar was removed. The surgeon observe that the trocar is damaged in the superior part of the thread. The caregivers removed a plastic fragment that was left in the patient. The caregivers warn about the risk of remaining trocar residues in the tissues. The trocar object of this report has been kept. It is available for expertise. Original: "en fin d'intervention, le trocart a été retiré. Le chirurgien constate que le trocart est endommagé sur la partie supérieure du filetage. Les soignants ont retiré un fragment de plastique resté dans la patiente. Les soignants alertent sur le risque qu'il reste des résidus du trocart dans les tissus. Le trocart, object de cette déclaration a été conservé. Il est à votre disposition pour expertise. " type of intervention: unknown. Patient status: unknown.

Manufacturer narrative:
Correction: the catalog # was changed to unknown. The event product was returned to applied medical for evaluation. Upon inspection, engineering was able to confirm the complainant's experience of a fractured cannula. The wall thickness of the cannula was measured and was found to be uneven. The likely root cause of the fracture is the uneven cannula wall thickness, which occurred during the injection molding process of the cannula. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible process enhancements intended to further minimize the potential for this type of incident to occur.